Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's nurse reported via phone call indicating that the patient insulin pump alarm button error. Customer's blood glucose was 71 mg/dl. The customer's nursed explained and advised the patient to discontinue use of the device and revert to a backup plan. The customer insulin pump is oow.